Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
Information was received from a manufacturing representative regarding a patient receiving an dilaudid 10mg/ml (dose .695mg/day) , via an implantable infusion pump. The indication for use was noted as non-malignant pain and spinal stenosis. During an initial interrogation, a motor stall was noted on (B)(6) 2015 and stopped pump may exceed tube set message was noted on (B)(6) 2015. A motor stall recovery was noted on (B)(6) 2015 9:07 when the pump was first interrogated. It was reported that the patient had recently had a magnetic resonance imaging (MRI) about a week and a half prior to this event report date and also on (B)(6) 2015, no pump interrogation was performed following the mris. Reportedly the managing doctor was confused by the motor stall message as there were no symptoms of withdrawal. The managing doctor also reported that the patient was having some symptoms of confusion which begun on an unknown date. Additional information regarding the causality, time that stalls were noted, time of MRI and outcome has been requested, but was not available as of the date of this report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)